Event description:
It was reported that both of the patient's IPG became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event and patient's weight is estimated.